Event description:
It was reported that air bubbles were observed within the infusion set tubing. Customer primed the tubing to address the issue. Customer¿s blood glucose (bg) level was over 600 mg/dl. Customer administered a manual injection to address bg.